Event description:
Received info stating customer received multiple occlusion alarms. The customer removed the cartridge and cracks were observed. Reportedly, there was no impact to customer's blood glucose level.

Manufacturer narrative:
No product returning for eval. Should additional info become available, a supplemental form will be completed.